Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor had blood/fluid obstruction and not obstructed; outer insulation cosmetic environmental stress cracking and depression.

Event description:
It was reported the left ventricular lead was found to have no capture and that it had dislodged. In the attempt to reposition the lead, the physician was unable to introduce a guidewire or a stylet into the lead. The lead was removed and not replaced at this time. No patient complications have been reported as a result of this event.